Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure and not to use any other insulin with this system other than u-100 humalog or novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300 mg/dl) and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed. Lines were observed in the infusion set tubing and 2 large air gaps were seen in the tubing. The luer lock was found to be loose with no wetness observed. The customer declined further troubleshooting. Reportedly, the customer had been using a u500 insulin in the cartridge. Tandem technical support advised the customer that u500 was not labeled for use with the cartridge. The customer was aware of the labeling. The customer changed out the infusion set tubing and resumed insulin delivery.